Manufacturer narrative:
Visual examination of the returned device revealed that the guidewire had the distal tip peeled exposing the corewire. The corewire was found fractured approximately 3.5cm from the tip. The complaint is consistent with the reported event of distal tip detached. The incorrect unpacking of the guidewire may have resulted in the significant damage (distal tip peeled and fracture). Therefore, a conclusion code of unintended use error caused or contributed to event since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct (cbd) during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2018. According to the complainant, during preparation, when the physician opened the package, it was noticed that hydrophilic tip of the jagwire guidewire was detached. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: fractured corewire.